Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The joystick will not turn off on the chair. The end user stated that she unplugged the joystick for a while and it still did not reset the joystick.